Manufacturer narrative:
Section a/b5: additional information was received that the issue occurred during patient use. No patient harm/adverse event was reported. D9: product received date 21-aug-2024 h3: one device was returned for repair. Service history review noted there was no previous repair in the last 12 months. Visual inspection found the downstream occlusion (dso) seal was lifted. Functional testing was performed and the unit passed. The air detector was found loose in the unit. The dso seal and air detector were replaced.

Manufacturer narrative:
E1: (B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had issues with the remote dose cord and whenever the button was pressed a, ¿dose cord disconnected,¿ alarm will sound. It was then followed and cleared by the dose cord being inserted. Per reporter, this happens while the dose cord was connected. The event took place in the hospital. There was no patient involvement and no patient harm/adverse event reported.